Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female was implanted with an impella cp device for mechanical circulatory support. The patient's right groin had a hematoma at the device site which was treated with manual pressure, causing the oozing at the site to stop; once the pump's dressing was changed. It was unclear of the source of bleeding and low volume status; however, the patient was given a unit of blood for persistent thrombocytopenia. Therefore, the decision was made to have the device removed. Due to the left ventricle (lv) was severely impaired, the decision was made to exchange the device through the re-access port of the right femoral artery; which the pump was inserted with an alternate sheath in hopes of providing superior hemostasis. After the device was pulled into the aorta, the patient decompensated further and the insertion of second impella cp was initiated quickly.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.